Event description:
Baxter IV pump programmed to deliver antibiotic over one hour, primary tubing . Rn confirmed medication dripping and pump working as programmed before leaving patient room. When rn returned to room, pump was alarming that antibiotic was complete and patient received full antibiotic (500ml) however only half of the bag had been delivered.